Event description:
The patient's daughter reported that the patient was hospitalized due to being shocked several times. She stated the patient had died, had been resuscitated, and is now in rehab. The right ventricular lead was replaced. Additional information was subsequently received from the physician's office reporting the patient received inappropriate shocks due to lead fracture. The patient's wife reported to the physician's office that CPR had been started on the patient at the hospital, but this could not be confirmed. The patient reportedly also has lung problems and other medical issues, for which he spent two weeks in the hospital. No further patient complications were reported as a result of this event since the lead replacement procedure. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.